Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Other-medical- ndr : : not applicable as the event is not related to the device. Anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure, other-medical-ndr.

Event description:
Patient reported right side "rupture, complaints associated with breast implant illness (bii), and anxiety associated with increased risk of developing cancer." The event of "complaints associated with breast implant illness (bii)" is not device related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A2 clarification- year of birth 1990. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis cont. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-medical-ndr: not applicable as the event is not related to the device. Additional observation: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed. It is not possible to determine the lot number or catalog through the photos.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.